Event description:
A patient experienced a corneal ulcer associated with wear of focus night & day lenses, which is resolving nicely. The patient began extended wear use of the lenses in 12/2005. The reporting ecp did not evaluate the patient, but is relating information received from the patient. She is under treatment with an ophthalmologist. Request has been made for information, however no further information is available.